Manufacturer narrative:
Fsca number should have not been included.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the implantable cardioverter defibrillator had less than 2 years longevity. The patient had history of multiple therapies for vf events. The physician decided to proceed with the replacement. The device was explanted and replaced. There were no patient consequences.